Event description:
An operating room staff member reported the microscope was not accurate. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present at time of event. No parts are expected to be returned. A medtronic rep verified microscope calibration was accurate with microscope probe. Issue resolved.